Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009 to investigate the event. The fse verified alignments and performed a preventative maintenance (pm). Verification testing met published specifications. No hardware issues were addressed. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous low ck-mb results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. There is no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.